Event description:
Information received from the field notes telemetry diffi- culties during a routine interrogation. Dashes were noted for several rate parameters. Programming, a microprocessor restart and several software download attempts were unsucessful. The physician elected to monitor the device since the battery was still good. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received